Manufacturer narrative:
Concomitant medical products: evproplus-26us, valve, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately three days post implant that the right atrial (ra) lead exhibited a unipolar lead warning. It was also reported that the atrial lead position check failed. The ra lead remains in use. No patient complications have been reported as a result of this event.